Manufacturer narrative:
Patient's information, other relevant history, including preexisting medical conditions, implant date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Part and lot information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), claim form received missing information and contacted customer for additional information.

Manufacturer narrative:
Follow-up submitted to report device evaluation.